Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent battery depletion on the ilet, attributed by the reporter to frequent sensor disconnect behavior with a connected continuous glucose monitor that prompted repeated reconnection attempts and increased power draw, along with general dosing performance concerns. Symptoms included user distress related to device performance. Outcomes included replacement of the ilet and arrangement of a return of the original unit for inspection. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device; therefore, the complaint is not confirmed.